Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer and healthcare provider reported that they had fallen but did not know the date. After the fall they experienced pain in their legs and back. The patient's doctor noted that one of the sutures came loose and the implantable neurostimulator (ins) was sitting too deep. They went in and revised the pocket to be more superficial on (B)(6) 2015. The impedances were checked following the revision and appeared to be within normal limits. The patient's indication for use was spinal pain.